Event description:
One of our distributor (from (B)(6)) related us the following situation: surgeon treated with graftys hbs a non infected cystic lesion (in a maxillofacial procedure). This situation is known in our risk analysis as a potential consequences linked to the surgical technique used. We don't know how many devices surgeon used during surgery. Fifteen days afer surgery, as pt didn't recover, surgeon had to remove the graft and having the recovery of the wound. The event occurred in (B)(6). European competent authority concerned (B)(4) has been notified of that case. As it has been reported, surgeon did not manipulated the device properly; therefore, he could not reach the expected results. He also tried to compare graftys hbs with a concurrent device that can't be compared because they are two different products with two different expected. Distributor explained to surgeon the difference between both products and the expected results for each of them. Distributor provided to the surgeon more training and literature about the use of graftys hbs in maxillofacial procedures.

Manufacturer narrative:
Following an inspection at our manufacturing site in march 2013, inspector highlighted a weakness in our vigilance procedures: we should have had notify to competent authorities some of our complaints. Following this non conformity, we reviewed our vigilance procedures and reviewed all complaints received so far (since year 2007). We identified complaints that needed to be notified and we did. That explains the delay between us becoming aware of the incident and the date we notified it.